Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, the user reported that their ilet device was accidentally stepped on, causing the screen to crack and resulting in complete loss of functionality. The device was no longer usable for insulin delivery and a replacement device was arranged. No patient injury or blood glucose impact was reported.